Event description:
Surgeon was using a mitek vapr se electrode during a shoulder arthroscopy, when a small piece of the ceramic tip broke off. The piece was unable to be located and may have been left in the body. No patient injury was reported at the time of the event, however ceramic left in the joint could potentially cause patient injury to occur. As a result an MDR is being filed to document this event.